Event description:
It was reported from (B)(6) that "diifemii016as (femoral cannula) was inserted using pika (arterial guidewire) insertion kit from the left femoral artery for v-a ECMO. The customer tried to remove the guidewire but it was unable to remove, so the guidewire and the cannula were removed together with some force. When removing, the blood vessel got torn and bled. The damaged vessel was repaired. The removed guidewire was kinked at 2 areas. In order to change the perfusion to the right femoral artery, a new pika kit was used to insert another diifemii016as cannula. However, also because of the patient¿s heavy condition of edema, it was difficult to insert. When the dilator was removed from the patient, the tip was found rough and cracked. Considering that the guidewire may be kinked again, the customer removed the guidewire and found a kink. The guidewire was cut at the kinked area and carefully re-inserted with the remaining part, and the cannula was inserted. It was also able to remove the guidewire. On (B)(6) 2013, the patient condition did not recover because of hemorrhagic shock for one reason, and the patient was expired. The customer commented that since the device was not inserted under radiographic guidance in ICU, they do not know how tortuous the left femoral artery was. The customer thinks that the j tip of the guidewire damaged the femoral artery and led to bleeding when they pulled out the guidewire together with the cannula, since the guidewire did not come out of the cannula. The patient had heavy edema, so maybe there was some distance from the skin surface to the blood vessel. Therefore, maybe the guidewire was inserted more perpendicular to the vessel than usual and it got bent. Moreover, the guidewire may have got bent when the dilator was inserted. The tip of the dilator may got damaged at that time. The customer thinks that this event was due to the patient condition, and it is less likely device related.)"

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation. Injuries to the vasculature is listed as a potential complication in the product IFU. The IFU further notes: warning: if at any time abnormal resistance is felt upon insertion or retraction of the guidewire, introducer, or cannula, investigate cause and resolve before continuing. Use fluoroscopy to visualize the cause of resistance. · use guidewire to ensure proper cannula placement. · do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open. · proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use. Cannulate for femoral bypass using standard surgical techniques, including seldinger technique and cut-down under direct visualization to ensure proper placement. Ensure that the vessel used is of adequate size to allow sufficient perfusion distal to the cannula after insertion. · reinsert stylet only if tip of device is visible. The leg used for femoral drainage/ perfusion may receive inadequate collateral circulation resulting in severe ischemia. Closely monitor the involved extremity for any sign of developing ischemia. For cut-down procedures, directly visualize vessel during insertion and removal to minimize vessel damage. · monitor vessel patency and hemostasis after removal of cannula. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue all labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.